Event description:
At refill, the expected reservoir volume was 1.9ml and the actual was 5ml. The hcp "feels it may be pump malfunction. "An xray of the system was done and reported as system intact. The next pump refill is scheduled for 2006. The pt outcome was not reported.